Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that clips fell out of the large clip applier instrument during surgery. The case was reportedly completed robotically with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure went well, there were no adverse effects to the patient, and the procedure finished without incident. The clip applier instrument was reprocessed and it is working properly now. As of the date of this report, it is unknown if the clips fell inside the patient when they fell from the large clip applier instrument, and whether they were retrieve or not if they fell inside the patient.

Manufacturer narrative:
The clip applier instrument and clips used during this reported event have not been returned for analysis. Therefore the root cause of the reported issue has not been determined. It was reported that the instrument is still in use by the site following this event. A review of the site's complaint history does not reveal any additional complaints related to this product and/or this event. A review of the system logs confirmed the following: the cholecystectomy was performed on 18-feb-2022 on system (B)(4). No image or video was provided for review. This complaint is being reported due to the following conclusion: the clips reportedly fell out of the large clip applier instrument during surgery. At this time it is unknown if the clips fell inside the patient and if they were retained or removed if they did fall inside the patient during the procedure.